Event description:
The product was used during a colon resection procedure. Reportedly, the staples did not form properly causing an incomplete staple line. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report sent to FDA.